Event description:
Customer nancy mccartney reported that her pump screen was quite scratched and the buttons were sticking. There was no adverse impact to nancy's blood glucose level. No action was required by customer technical support as the customer decided not to pursue any repair because her pump was still under warranty and she had changed her mind about needing a statement for non-repair.